Event description:
It was reported that during an unknown procedure, the surgeon used the reload and fired on the stomach and the staple can't hold the tissue. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that a cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were all the staples present after the firing? No. Were malformed staples present after firing? Yes. Did the device complete the firing sequence? Yes. How was the patient impacted? Surgeon used a new one to finish the case. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?no. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Finish firing second reload. If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue?yes, the jaw can't open.